Manufacturer narrative:
H3: product analysis: equipment used: video inspection system (m-85519), ruler (m-83361), camera (panasonic lumix dmc-zs5) as found condition: the axium prime device was returned for analysis within a shipping box; within an opened axium prime outer carton; within an opened axium prime inner pouch; within a dispenser coil and within an introducer sheath. The unknown micro catheter used during the event was not returned for analysis. Visual inspection/damage location details: no damages or irregularities were found with the introducer sheath. No damages or irregularities were found with the axium prime pusher. The shield coil was found undamaged. The axium prime implant coil was found to be damaged and stretched within the introducer sheath. Testing/analysis: the axium prime device could not be advanced out of the introducer sheath as it was found stuck and retracted proximally to confirm the damages. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿catch and release (jumping)¿ could not be confirmed through device analysis and no videos were submitted for review. Possible causes include implant articulation, patient vessel tortuosity, failure to hydrate, or catheter damage. The customer report of "difficult placement/positioning" and "coil loop in parent vessel" likewise could not be confirmed through device analysis and no images/videos were submitted for review. It is possible these failures occurred due to the reported coil jumping. Other possible causes are patient vessel tortuosity, catheter tip under stress, catheter placement, or catheter kick back. Customer reported patient vessel tortuosity as moderate, vessel was not damaged, tip of catheter was not under stress, and catheter tip did not move during deployment. The likely cause could not be determined. The implant coil was found stretched and damaged, potentially leading to the failures. However, it is also possible the damage/stretch occurred due to attempts to manipulate the device following the failure or during the attempt to retrieve the device from within the aneurism. As the unknown micro catheter used during the event was not returned for analysis, any contribution of the micro catheter to the reported failures could not be determined. As the model and lot numbers were not reported, compatibility could not be assessed. H6 coding updated based on analysis findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the axium coil could not take shape in the aneurysm and had difficult placement. The patient was undergoing surgery for treatment of a saccular, ruptured aneurysm in the left anterior inferior cerebellar artery (aica) in the basilar region with a max diameter of 3 mm and a 1.5 mm neck diameter. It was noted the patient's blood flow was normal and vessel tortuosity was moderate. It was reported that the axium coil was not taking proper shape within the aneurysm and it was prolapsing out of the aneurysm neck. It was reported there was difficult placement that occurred. The coil was implanted at the intended location. The device did jump during deployment. The vessel was not damaged. The tip of the catheter was not under stress. The tip of the catheter did not move during deployment. The aneurysm did not rupture. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.